Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2026. It was reported that during the procedure, rotation of the handle did not result in band deployment. The device was subsequently removed and tested; however, the bands still did not deploy upon handle rotation. The physician reported increased resistance during wire rotation, noting that the wire felt less smooth and more rigid than usual. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.